Manufacturer narrative:
This report is being submitted as follow up. No. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
E1 establishment name: smt.sushilaben r.mehta&sir kikabhai premchand cardiac inst. (Character limit, section would not fit complete name) the actual device has not yet been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox device prior to a procedure. Follow up communication with the user facility confirmed the following information: the capiox rx25 device was found to be detached from the reservoir; and there was no patient involvement.